Event description:
Information was received from the patient regarding their external equipment. It was reported that the patient called back stating they saw service code 338 and were missing bolus's due to having to resync and restart device. Patient stated they had dilaudid and baclofen in their pump. Patient also stated sometimes it would take 20 min to get connected. Patient requested new equipment although they were able to connect while on the phone. Patient asked if there was "general troubleshooting" if equipment was not working. Agent reviewed if patient was able to connect while on phone their was no troubleshooting that could be done. Patient to call back if they were not able to connect to personal therapy manager (ptm). Additional information was received from the patient who reported that they were not able to get connected to their pump to bolus. The patient stated that it had been an issue for "quite a while" but it had gotten "really bad" today. The agent walked the patient through restarting the handset, turning airplane mode on and off, and resetting the communicator. The patient stated that they were at 50 percent for retrieving pump settings and then it would go to no pump response and no pump found. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department for the ¿poor communication - no pump found and no pump response while retrieving settings.¿ no patient harm reported. 2024-11-25 rtg0684641 update (con) document contained no new information. Additional information was received from a consumer (con) stating that for 'months, ' their boluses were taking 'sometimes 5 minutes. ' the agent assisted the patient in closing out of all applications, clearing data per instructions in the attached ka, and connecting to the pump with the communicator. The troubleshooting steps that were taken on the call resolved the issue. When asked for an event date, patient stated it had been going on "for months".

Manufacturer narrative:
Continuation of d10: product ID hh90t01 serial# (B)(6) product type mobile platform product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.